Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the broken surface of the cortical screw is homogenous and does not show signs of anything out of the ordinary, which indicates good material quality. Due to these findings and description of the metal removal, we can assume that a brief mechanical over-exertion when removing the screw caused the screw head to break off.

Event description:
It was reported, during a procedure the screw head became deformed when the metal was being removed. No further information was provided. This is report is for an unknown screw. This is 2 of 2 reports for complaint (B)(4).